Manufacturer narrative:
Date of event: exact date unknown, not provide. Best estimate is (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to blurry vision. It was replaced with same model lower diopter power (17.5). There was no incision enlargement, no vitrectomy and no sutures done. It was stated that the patient is fine post-op. No other information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation?: yes. Returned to manufacturer on: 9/21/2020. Section h3. Device returned to manufacturer?: yes. Device evaluation: the complaint lens was received in a specimen cup. A completed jjsv shipping guide was received as well. Visual inspection under magnification revealed what appeared to be dried blood and viscoelastic residue on the optic body and haptics and that the lens was returned cut in pieces (with missing pieces), which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed 2 complaint folders which were coded for ¿improperly loaded¿, not related to this reported event, and therefore, no further escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.